Event description:
It was reported that customer experienced reduced pump battery performance. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding actions taken by customer or technical support to address these pump issues.